Event description:
It was reported that during the operation, and after placing the rods in the screws, the blockers were placed in place. When tightening the closure screws with the torque wrench with the use of the anti torque key to line up the arrows of the instrument till 12n, two blockers were broken and they had to replace it.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Result: will be made available following engineering evaluation.